Manufacturer narrative:
Weight reported as (B)(6). Device broken during insertion; device was not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a matrix mandible plate broke during surgery. The surgeon was performing a mandible reconstruction for cancer and while the surgeon was bending the plate to conform it, the plate broke in the middle. There was a five minute delay in surgery. Surgery was successfully completed with another plate. This is report 1 of 1 for (B)(4).